Manufacturer narrative:
Product ID 977a260, serial# (B)(4); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was going to have a lead revision on the day of report. The leads pulled down a bit and the doctor wanted to push them back up. The revision was a success and he was able to push them back up for effective therapy. The patient was very happy post operation.